Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the penumbra system ace 68 reperfusion catheter (ace68) was kinked upon removal from the packaging of penumbra system ace 68 hi-flow kit (kit). The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using an ace68 from a new kit.

Manufacturer narrative:
Results: the ace68 was kinked approximately 64.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a kinked device. If the device is forcefully mishandled at extreme angles during removal from its packaging, the device may become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.